Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarm - error codes / messages was due to the device needed pm. Performed pm for alarm - error codes / messages. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/21/2015 to the present date 9/25/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were production failures (q6 200213692) for air in line which does not correlate to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.